Manufacturer narrative:
The information provided indicates that the sample is expected to be returned for analysis. If the sample is returned, a summary of the analysis will be provided in a supplemental report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that alleges that the cuff would not deflate completely. This was reportedly discovered during testing prior to use.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed the stylet wire was not returned with the product. Further examination shows that the unit is fully deflated and there is a thick gel like material around the bronchial and tracheal cuff. This gel like material is not from our manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. The probable root cause for this product event was the end user did not fully depress the inflation valve when trying to deflate.

Event description:
Medtronic received a report that alleges that the cuff would not deflate completely. This was reportedly discovered during testing prior to use. There was no patient involvement reported.